Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Device underwent functional testing, finding a portion of the cuff stuck to the shaft. However, upon following the instructions in the IFU, the cuff was able to inflate. The investigation of the returned device did not identify any manufacturing defects. The reported customer complaint has been confirmed, and no fault found has been identified as the problem source.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona custom tracheostomy tube was reported to not be inflating properly. It was reported that the patient was ventilator dependent. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.